Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic during follow up with post-paced t-wave oversensing. Programming changes were made and no further oversensing has been seen.. Patient was fine after the event.